Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter became damaged and the customer experienced difficulty charging the pump with the wall adapter. The pump was able to charge successfully with alternate wall adapter. There was no reported impact to the customer's blood glucose level.